Event description:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device log files were successfully downloaded and reviewed in full. A ¿ventilator inoperative¿ error was identified due to failure of the outlet pressure sensor. The available documentation does not specify which specific component replacement would be required to resolve the issue. No additional actionable error codes were identified. There was no evidence of foam particles or foam degradation within the device. Additionally, the user interface (ui) panel was reported to be damaged. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.